Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed pump supplies to address the issue. The customer could not recall their blood glucose value, but they did have high ketones that were identified as dangerous by a healthcare provider. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, and potassium. Treatment resolved the issue and there was no permanent damage. The customer was discharged 8/18/2025.